Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record confirmed the subject device was shipped in accordance to specifications. Based on the results of the investigation, the phenomenon likely occurred due to the lid being in contact with a scope, something hard hitting the lid, or chemical crack due to adhered chemical solution which was not removed. A review of the instructions for use that confirms the phenomenon remains detectable: 3.2: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the cracked lid. The device passed all the post service inspections. The device was repaired according to specifications. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cracked top cover on an endoscope reprocessor. There was no patient involvement or injuries reported. No additional information has been obtained.